Event description:
The customer reported a burning smell inside the printer.

Manufacturer narrative:
(B)(4). The customer reported a burning smell inside the printer. The device was evaluated at philips. The issue was localized to a burnt printer assembly. The printer assembly was replaced to resolve the issue.